Event description:
It was reported by the affiliate that all five cypher sds units were unable to be deployed due to cracks in their hubs. The cracks were noted in each unit after crossing the lesion and being unable to deploy the stent. The information, as received, indicates that all five occurrences happened in the same procedural setting. There was no report of patient injury. Additional patient and procedural details have been requested, but have not yet been forthcoming.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.